Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high capture thresholds. Additionally, this ra lead was found to be dislodged. It was noted the patient presented to the hospital due to syncope. The cause of the syncope was undetermined. As a result, this ra lead was explanted and successfully replaced. This ra lead has not been returned for analysis. No additional adverse patient effects were reported.